Event description:
Allegedly surgeon reamed to a 62 mm and impacted a 62 mm trial shell. Pt's acetabulum fractured.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is complete.